Manufacturer narrative:
(B)(4). Batch #: u95h6k. (B)(4). Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the el5ml device was received with no damage to the external components. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, it was noted that the clips did not fully advance into the jaw. In order to evaluate the condition of the internal components, the device was disassembled. Upon disassembly, the feeder shoe tab was noted to be damaged, causing the feeding issues. Thirteen clips were found inside the clip track. No conclusion could be reached as to what may have caused the reported incident. It should be noted that product failure is multifactorial. Although no conclusion could be reached regarding the cause of the reported event, the instructions for use contain the following: "caution: ensure that the clip is the correct size for the vessel or tubular structure being ligated. If the vessel or tubular structure is too large for the clip, remove the device and use an appropriately sized ligation device. Do not excessively twist or torque the instrument jaws when positioning or firing the instrument on a tubular structure or vessel. Excessive twisting or torquing may result in clip malformation. The trigger must be fully squeezed against the handle to ensure complete clip formation. A clip will not be loaded in the jaws until the trigger is squeezed again." As part of our quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device lot/batch number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, the device could not be used after the first firing. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.